Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 502 mg/dl. The customer stated that the leak was while the reservoir was in pump. The customer stated that there is no other leak and they discarded the set. The customer was advised to return reservoir and transfer guard. The customer discarded the blue transfer guard. The customer was advised that the pump will be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 502 mg/dl.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.